Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection revealed twists in the lead body approximately 90,170 and 190 millimeters from the terminal end. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the clinical observation of dislodgement. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
It was reported that this lead was explanted due to it dislodged. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted due to it dislodged. A new lead was successfully implanted. No additional adverse patient effects were reported.